Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 20 previously reported events are included in this follow-up record.   Product return status 17 devices were received. 3 devices were not available for evaluation.   Event confirmation status 13 reported events were confirmed; the cause traced to component failure. 4 reported events were not confirmed. Evaluation results 10 devices were found to be affected by internal corrosion. 7 devices were found to be affected by a lubrication problem.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 17 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.   Evaluation status: confirmed. 13 reported events were confirmed during testing. 8 devices were found to be affected by internal corrosion. 5 devices were found to be affected by compromised lubrication. Not confirmed: 3 reported events were not confirmed during testing; however: 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. In progress: 1 device evaluation is in progress. Additional information: 20  devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.